Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced upon troubleshooting, but the product was not returned for further inspection, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, no endoscope image on the evis exera iii video system center when used EU-me2 and using a 180-ultrasound scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer tried different 180 scopes and different pigtails. They are coming out from sdi out 1 to sdi in 1 on the oev-262h. The input on the monitor is correct. Tac asked customer to move the sdi cable to the sdi out 2 to sdi 2 on the monitor and changed the input and still no image. Tac asked the customer to disconnect the ultrasound and the scope and had color bars. Tac asked to get 190 scope and an image was present. Tac informed the customer that the issue was with serial # under (B)(4) may show no image with 180 scopes only, the 190 scopes are not affected. To resolve the issue the unit will need to be sent in for repair. The customer said that they sent their unit for image issue also (the image was black). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.